Manufacturer narrative:
Lead model 3889-33, lot# v579919, implanted: 2011-(B)(6), explanted: 2011-(B)(6), programmer model 3037, serial #(B)(4).

Event description:
It was reported that since a car accident in (B)(6) 2011, the patient experienced pain in the legs while lying down with the implantable neurostimulator (ins) on. The pain did not occur if stimulation was off. It was later found through imaging on (B)(6) 2011 that the lead had migrated after the car accident. The patient had experienced sciatica type pain down the leg. The ins and lead were removed without difficulty. There was no patient injury.